Event description:
When the doctor went to remove the rumi cup and tip the rumi cup balloon separated from the frame leaving the hard plastic exposed and lacerated the patient.

Manufacturer narrative:
The koh-efficient rumi 2.5cm is still currently being investigated by our quality assurance department. Once the investigation is complete a follow up MDR will be submitted to FDA. (B)(4).